Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 2.5mm drill bit/qc/gold/110mm (part # 310.25 / lot # u346728) was received at us cq. The device showed signs of wear as the shaft was scratched and deformed. Deep circular scratches/indentations just proximal to the start of the bit were present. Based on the damage, it appeared the device was assembled with a drill guide and was damaged once the bit was rotated/actuated in the guide. There was no evidence of any other damage on the device, the coupling and the bit itself were in good shape. Functional test: no relevant mating devices were returned so functional testing was unable to be performed. No; functional testing was unable to be performed however due to the observed damaged, the overall complaint was confirmed. Dimensional inspection: shaft diameter was measured and found to be conforming as per relevant drawing. Document/specification review: relevant drawings were reviewed. Conclusion: the overall complaint was confirmed for the received 2.5mm drill bit/qc/gold/110mm as the device showed signs of damage representative of a device interaction issue. The bit passed dimensional inspection which indicates the device interaction issue may have been attributed to the drill guide, but since it was not returned, a definitive conclusion could not be determined. There may have been damage on the drill guide that contributed to the issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 310.25, synthes lot number: u346728 , supplier lot number: u346728, manufacturing site: na, release to warehouse date: 24-sep-2019. A DHR file could not be reviewed as it has not yet been scanned into tungsten as of 12-dec-2019. Jde confirmed that the lot was released for sale 24-sep-2019 and an etq mdd nonconformance module search confirmed that no ncrs were made during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: gff, gfa, hsz. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction internal fixation (orif) of ankle fracture, the surgeon attempted to use the drill bit to create a threaded hole for a lag screw in the fibula. They put the drill bit into the drill guide and when the surgeon went to use it, the drill bit got stuck in the drill guide. It appeared that the drill bit was too big for the drill guide, the surgeon grabbed the second drill bit from the set and the same thing happened. The surgeon opened a new drill bit and drill guide from peel pack and it worked perfectly. The surgeon had the scrub tech use the new drill with the guide that the drill bits got stuck in and it worked perfectly. From that, it was deduced that the issue was with the drill bits. After that, the cases were completed without incident. In the same case, the surgeon had issues with screws holding onto the t8 driver, one of the points was bent. The surgeon was able to use a second driver and complete the case. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There were no patient consequences reported. Concomitant devices reported: unknown guides/sleeves/aiming: guide (part# unknown, lot# unknown, quantity# 1); unknown screws: trauma (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 2 for (B)(4).